Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit needs to be serviced.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp)failed leak test and needs to be serviced, biomed replaced safety disk. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4,d9 (device available for eval,return to manufacture),e1 (event site postal code - k1y 4e9,event site state - on),g3,g6,h2,h3,h4,h6 (type of investigation,investigation findings,component code,investigation conclusions),h10. Additional contact information - name:(B)(6), occupation: biomed. A getinge field service engineer evaluated transducers were calibrated as per onesupport. Customer advised to let cardiosave pumping for whole day and provide results. Customer reported no errors. Placed back in service. Replaced safety disk on unit. Event occurred during a preventative maintenance observed by the onsite biomed. No patient involvement, the defective components were received for further investigation. The failure analysis and testing dept. Received safety disk with a reported unit failure of failing the safety disk leak test. After the all manifold test was performed the fat observed that the membrane differential test had failed with a result of 8mmhg. The factory specification is +-6. The safety disk failed testing. Retaining the safety disk in the fat per procedure number (B)(4) rev.an. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.